Manufacturer narrative:
The impella pump product has not yet been returned for analysis. The root cause of the hemolysis is not determined. Upon investigation being completed, the final report will be filed.

Event description:
A (B)(6) year old patient was transferred to a tertiary medical center in cardiogenic shock suffering from an acute myocardial infarction. An impella cp was placed for hemodynamic support. The team was considering escalating her care to an impella 5.5 or centrimag after 7 days of support. She was exhibiting signs of hemolysis, in the form of dark red urine and hemolyzing labs. The impella cp was removed and a centrimag was placed surgically. In addition the presumed hemolysis was treated with 4 units of blood product replacement.

Manufacturer narrative:
Since the initial report was filed, the investigation has closed. The root cause of the presumed hemolysis, that prompted pump explant, was not determined. The medical center did not return the pump product or the aic data logs for analysis. The failure mode will be monitored and trended.